Manufacturer narrative:
(B)(4). Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. This patient¿s underlying disease may have played a role in the long-term development of stenosis and regurgitation of this pericardial valve.

Event description:
Edwards learned patient underwent valve-in-valve procedure due to severe symptomatic prosthetic aortic valve stenosis and mild insufficiency. Transesophageal echocardiogram and root arteriogram showed a well-seated and well-functioning transcatheter heart valve with no leak. The patient was transferred to the cardiac surgical intensive care unit in stable condition. Patient was discharged on post operative day one.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic valves have been proven to have excellent long term durability. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration or endocarditis. These are typically due to patient factors such as age, gender, and prior medical history of hypertension, diabetes and renal disease. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Without additional information the cause of the event remains indeterminable and clinical observation cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 25mm aortic valve implanted 12 years, eight months, underwent transcatheter valve-in-valve procedure due to unknown reasons. A 26 mm transcatheter valve was implanted inside the failing 25mm valve. Patient outcome was reported as great.